Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the colonvideoscope did not pass through the washing cycle due to switch section key top 1 had a pin-hole, and the control unit scope cover had a leak. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope did not pass through the washing cycle during reprocessing. There were no reports of patient involvement.